Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use sphincterotome's knife wire broke during an endoscopic sphincterotomy procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
Additional information: d4, h4. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. In addition, the following reportable malfunction was identified during the device evaluation: cutting wire came out of the tube with the entire tip. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to this identified malfunction: the cutting wire was tightened while it was difficult to bend up the distal end of the tube. As a result, a tensile load applied to the press fitted area of the distal tip of the cutting wire. This had caused the distal tip to detach from the tube. The following instructions for use are deemed relevant to the suggested phenomena: drawing number and revision number of IFU: rk2599 02. ¿ do not stretch the cutting wire too tightly. This could damage the instrument. ¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. ¿ when activating output, set the output mode of the electrosurgical unit to ¿cut¿ or ¿blend¿. Activating output in the ¿coagulation¿ mode could break the cutting wire of the instrument. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.